Event description:
It was reported that during a distal screw drilling and placement, the drill bit did not pass through the distal screw hole. The drill bit ran into the nail and went posterior to the nail. Once it was discovered the screw hole was in the wrong location, the screw as removed and placed in the correct location. No further complications were reported.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The visual inspection of the returned devices shows signs of significant damage due to wear/use. These devices were manufactured in 2007 and 2008. Our investigation did not determine a specific cause of the failure; however we recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.